Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implantation procedure, cs-wire was not going through the lv-electrode. The electrode was replaced.

Manufacturer narrative:
A complete lead and guidewire were returned for investigation. Visual inspection revealed no anomalies. Functional testing did not find any difficulties inserting or removing the guidewire from the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event remains unknown and could not be confirmed.